Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The two returned waveone gold primary files 25mm are actually broken at the base of the active part (fatigue), or close to the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. For information, a consequent number of waveone gold primary files which break at the base of active part has been recorded since a few months. Further analysis have been conducted by the laboratory team and they highlighted great disparities between the sections of the different files which have been analyzed (instruments coming from current production and broken instruments coming from complaints). Although all the sections meet drawing requirements (diameters d3 and d13 are matching to the drawing), the ratio between the two thicknesses varies considerably from one production to another and can cause a premature breakage (normal ratio: about 65%; incorrect ratio: about 40%). The primary root cause is design (drawing does not define accurately enough the expected section). An issue with the machine programs used during grinding operation has been also brought forwards (an obsolete program has been reused by mistake, alongside the legitimate program). This explains why some of the instruments have a section considered as correct, and some others have a section which is considered as incorrect. Hhe and CAPA have been opened to handle the issue. For information, the ratio of the section of the instrument returned through this complaint (B)(4) is about 40%. These breakage cases are in the CAPA (B)(4) scope. Corporate root cause is other.

Event description:
In this event it was reported that a waveone gold file broke during use. The event outcome is unknown as of this MDR evaluation.